Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed). Evaluation summary (B)(4): the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood/body fluid on the distal conductor (not obstructed).

Event description:
It was reported that during attempted implant of two different left ventricular leads, one lead exhibited unacceptable thresholds, could not capture, and would not advance to the desired location within the patient. The other lead exhibited high thresholds. Neither lead was implanted. No patient complications have been reported as a result of this event.